Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/17/2013 with the following findings: the complaint could not be duplicated or confirmed during investigation. The keypad was found to be torn above the down arrow button. The down arrow button contact is inverted. Unrelated to the complaint, the display lens was observed to be heavily scratched obstructing readability of the screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up and down arrow buttons are difficult to pump and have to be pressed multiple times for buttons to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.